Event description:
It was reported the patient's lead had migrated. It was also reported the patient was receiving spinal cord stimulation on the wrong side. The patient's device was reprogrammed and pain coverage was obtained by using only one lead. It was reported the patient recovered with no injury or adverse event.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3550-39, lot# n296245, implanted: (B)(6) 2011, product type accessory; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that no coverage was obtained on the migrated lead but the secondary lead provided coverage. It was noted that x-ray was performed and revealed normal findings. It was also noted that normal impedances were measured. It was noted that there were no malfunctions seen and cause of the issue was not determined. It was noted that the patient was doing ¿well.¿

Manufacturer narrative:
(B)(4).